Event description:
It was reported by consumer that he believes the materials used on the wheels of his unknown model walker causes the wheels to wear smooth. He also believes that the wheels should have bearing allowing the wheels to rotate. He feels that the smooth wheel and non rotating axial may cause him to fall either forward or backwards. The consumer inquires if invacare has insurance to cover such accidents to the alleged wheel deficiencies. The consumer has suggested rubber for the tires and bearings , he stated this will prolong the life of the wheels. He stated invacare would not like that solution as he feels that would reduce the sales of replacement wheels. He also stated that the current wheels have a "built in obsolescence" the consumer did not report any injury, just the possibility of falling forward and back. He did not state any property damage.